Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was unknown if the fall had affected the device. The cause of the lack of stimulation following the fall and MRI was also unknown. They reported the doctor did an override of the settings on their end and the issue was resolved. They said the symptoms were also resolved by adjusting settings. No surgical intervention was planned.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not believe the device was working. It was confirmed by not working the patient meant the device was not helping their symptoms. They were going to the bathroom every twenty minutes, changing their disposable underwear five times a day, and were having issues at night as well. Everything was going well and they were pleased with the outcome until they fell three weeks ago. They fell, hit their head, and got a concussion. They had an MRI and said they followed the instructions before the MRI. They had turned stimulation on after and could feel a little stimulation after the MRI, but not like they were feeling before. They went through all the programs and were not feeling stimulation. Possible effects from the fall were reviewed. The patient was redirected to their healthcare provider to further address the issue. Their relevant medical history included that they had multiple sclerosis (ms) (not alleged to be related to the device/therapy). They had an ms relapse and were currently in a nursing home so they would not be able to see their managing healthcare provider for two weeks. They a lso mentioned they were in a wheel chair.